Event description:
It was reported that the 9600 system has an image quality issue in the normal mode. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image intensifier tube. The system was tested and found to be working as intended and placed back into service.